Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection after completing the anastomosis using a cdh29p, a routine flexible sigmoidoscopy was performed to check the integrity of the join created. Upon inspection of the joint, the surgeon witnessed a single staple protruded from the anastomotic lip into the lumen. The staple appeared to be straight in appearance. Before the anastomosis was preformed, a contour stapler was used to transect the bowel. A leak test preformed and declared negative by the surgeon. No patient complications as a result. No further information is known. There was no surgical delay.